Event description:
An initial event notification was received by millyard advanced medical products, llc on 28-apr-2026. The user reported that they experienced a hypoglycemic event while using the twiist automated insulin delivery (aid) system. The user reported that after engaging in intercourse with their spouse, their glucose decreased to 35 mg/dl. The user became confused, hungry and experienced heart palpitations. The user's spouse gave them ginger ale, crackers, and candy to resolve the low glucose. The user further reported that at the time of the event, they had started a glp-1 medication and their therapy settings had not been adjusted accordingly. The user remains ongoing on the twiist aid system.

Manufacturer narrative:
The user reported experiencing a hypoglycemic event; however the exact date of the event was not provided. Therefore, the event date (b3) is not provided in this report. Based on the information available for assessment, a relationship between the twiist automated insulin delivery (aid) system and the reported hypoglycemia could not be determined. Device functionality at the time of the hypoglycemic event cannot be assessed through log data as the event date is unknown; however, the user believed that the event was due to physical activity and recent medication changes. The twiist aid system user guide provides information about the potential causes of hypoglycemia and how to prevent it. The user remains ongoing on their twiist pump. No product has been returned to millyard advanced medical products, llc, for evaluation.